Event description:
The facility representative reported a ipump with a condition of 'broken'. It is unknown when and where this condition occurred. There was no patient involvement, injury or medical intervention necessary according to the hospital representative. Baxter quality engineering confirmed this event as a delaminated front keypad. No additional information is available.

Manufacturer narrative:
(B)(4). The reported malfunction of "broken" was confirmed and not reproduced. The root cause was attributed to a delaminated front keypad. The front case was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.